Manufacturer narrative:
The component was returned to the facility on (B)(4) 2013 and sent out to a third party for sensitization on (B)(4) 2013. When it is returned it will be sent to the supplier in germany for eval. A f/u MDR will be submitted when the eval is completed.

Event description:
During a pre-bypass check, perfusion noticed a leak from the exhaust port by the holder slot on the bottom of the oxygenator. After going on bypass, a leak was noticed from both exhaust ports and it was a mixture of blood and water. Water was shut off from the heater cooler and the leak stopped. Perfusion did not know if there was a blood to water interface created after they were on bypass. Perfusion stated that they could not differentiate what type of leak it was; however, due to the timeliness of the case they decided to proceed without replacing the oxygenator. The pt was monitored for the next several days to ensure that no infection would develop as a result. No injuries or infections were reported.